Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen sustained a crack that rendered the screen unusable, preventing interaction with the device; a replacement was arranged and the affected pump will be returned. Symptoms included hyperglycemia and nausea. Outcomes included the need for subcutaneous insulin via pen as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component, consistent with a device component issue involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.